Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised there were no sudden increases in shock impedance measurements. Ts provided reprogramming recommendations. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised there were no sudden increases in shock impedance measurements. Ts provided reprogramming recommendations. Additional information provided the rv shock impedance alert had been reprogrammed to 150 ohms. No other actions were taken at this time. This rv lead remains in service. No adverse patient effects were reported.